Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) was hospitalized (admission date not provided) due to liver failure, and experienced multiple blood leak alarms during hd therapy on (B)(6) 2021. Follow-up with the inpatient bio-medical technician (bmt) and clinical charge nurse (ccn) confirmed the patient was undergoing hd therapy on a fresenius machine on (B)(6) 2021, when approximately 5 minutes into treatment a blood leak alarm occurred. The patient¿s treatment was stopped, and a blood leak test strip confirmed the presence of blood in the dialysate. Additionally, it was reported the return dialysate was visibly ¿tinted¿ yellow. The treatment was terminated, and the patient¿s blood could not be returned, which resulted in 250 ml of blood loss. The hd machine was set-up a second time with new supplies to continue treatment. The cn confirmed the lot # was sequestered following the events and were not utilized with any other patient. Per the hospital nephrologist, it was suspected the patient¿s severely elevated bilirubin level ¿falsely tripped the blood leak alarm;¿ however, it cannot be explained why the blood leak strips were positive.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that this patient with end stage renal disease (esrd) on hemodialysis (hd) for renal replacement therapy (rrt) was hospitalized (admission date not provided) due to liver failure, and experienced multiple blood leak alarms during hd therapy on (B)(6) 2021. Follow-up with the inpatient bio-medical technician (bmt) and clinical charge nurse (ccn) confirmed the patient was undergoing hd therapy on a fresenius machine on (B)(6) 2021, when approximately 5 minutes into treatment a blood leak alarm occurred. The patient¿s treatment was stopped, and a blood leak test strip confirmed the presence of blood in the dialysate. Additionally, it was reported the return dialysate was visibly ¿tinted¿ yellow. The treatment was terminated, and the patient¿s blood could not be returned, which resulted in 250 ml of blood loss. The hd machine was set-up a second time with new supplies to continue treatment. The cn confirmed the lot # was sequestered following the events and were not utilized with any other patient. Per the hospital nephrologist, it was suspected the patient¿s severely elevated bilirubin level ¿falsely tripped the blood leak alarm;¿ however, it cannot be explained why the blood leak strips were positive.